Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a revision due to discomfort in the lead area. The physician tightened down the retention loop as it appeared to bulge out. The physician did not reposition the lead and the pt was reportedly doing fine.